Event description:
During final test of a mfg rework procedure on the product, an intermittent failure to power up was observed. An engineering investigation determined the root cause to be an improperly performed soldiering procedure on a component. No field or pt related failures have been reported.add'l ser no:561-0335, 561-0336, 1304, 561-0122, 1295, 1206, 1096, 1077, 1316.